Event description:
Caller reports there is evidence of melted plastic while using the inform system. Caller also reports a white residue is on the meter. No adverse event was reported. A request was made for return of the suspect and a replacement was sent.